Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having hallucinations at their clinic visit. There was no indication given for how long the patient had hallucinations or when they ended. The event resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event.